Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl and 429 mg/dl at time of incident. The customer was treated with insulin pump and intravenous during hospitalization. The customer also stated that they did not allege insulin pump was under delivering. The customer was performed high pressure test and it can detect an occlusion. The insulin pump will not be returned for analysis.